Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an amphirion deep balloon to treat a lesion in the anterior tibial artery. The lesion exhibited 70% stenosis, minimal tortuosity and was described as eccentric. No abnormalities noted during preparation and inspection of the device prior to use. No resistance noted during insertion , no friction with accessory equipment. During angioplasty of the anterior tibial artery the balloon burst at 12 atm on the first inflation. There were no complications to the patient. The lesion was treated with another amphirion deep

Manufacturer narrative:
Evaluation summary : the visual and tactile inspection detected the following failures: - a kink on the shaft at 58 cm from the hub - a longitudinal balloon burst.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.